Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Analysis of the lead (s/n: unknown) found that the device was found with a broken conductor on the distal end of the lead due to overstress/damage. (B)(4).

Event description:
The healthcare professional (hcp) reported difficulty in pulling one lead at the end of the trial. This occurred during the lead pull procedure at the end of the trial for a patient with scoliosis. The hcp reported that the inner filament may have broken off and was left in the patient. The lead had two longer filaments initially but broke off when removing the adhesive tape from the lead.